Event description:
The customer reported a communication failure error message and the system freezing up. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer cancelled the service call. No additional information was provided.